Event description:
The following information was reported: the balloon lost pressure at the procedural sheath while pulling back to the 2nd stop. A second mynx device was successfully deployed. The patient was not hospitalized. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: diagnostic peripheral vessel size: 5 mm stick location: medium sheath size: 5f vessel type: arterial

Manufacturer narrative:
An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 6.5 mm from the balloon proximal tip. It was reported that the balloon lost pressure at the 1st stop; however, the procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr ((B)(4)) indicated that the mynx lot met all established performance criteria prior to shipment. (B)(4).